Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test. It was further reported that the leak was found at the expiratory limb. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. It was pressure tested and visually inspected for leaks. Results: the pressure test showed that the breathing circuit was out of specification due to excessive leak. Upon immersion of the breathing circuit in a water bath, the leak was confirmed to be in the elbow connector of the evaqua expiratory limb. Further inspection showed that insufficient glue had been applied between the evaqua expiratory limb and it's elbow connector, causing the reported leak. A lot check revealed no other complaints of this nature for lot number 111110. Conclusion: all breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The subject rt340 adult breathing circuit would have failed the pressure test at the time of production. This suggests the damage to the expiratory limb connector was not noticed during pressure testing in the production line. (B)(4).